Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID: 97715 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated one of her implanted neurostimulator had been out for 2 weeks and they cannot charge it. Patient stated the controller was charged to 100% last week and then it shut off and would not do anything. Pt clarified the controller was unresponsive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back regarding the implant charging issue from this case. Pt said the charger wasn't locating the implant and they had been having this issue since september. Pt confirmed they were referring to the issue in this case where they couldn't charge the stimulator and the controller was also blank during that call. Pt said when they got home from the doctor's office, the controller was working again so they didn't call back. Pt said now, they were still not able to charge the implant as they kept getting no device found and mentioned this was the second time this happened. Pt said this was the implant that was for their spine (2024 implantable neurostimulator (ins)) and their back had been hurting so they had been going to aquatic classes and mentioned they'd lost around 15 lbs since they were implanted. Pt also stated they were having to charge this implant 2-3 times a week, and said they didn' t have any problems with their cervical implant and only had to charge that device every week and a half to two weeks. Pt mentioned getting a letter from the manufacturer and said the first question asked about the circumstances and patient said "not charging for a significant time is one of them" as the 2024 implant takes up the juice. Pt also mentioned when they cough, they can feel the stim going down their legs. Agent had patient try to unlock controller and patient reported no device found. Pt plugged in recharger and pressed recharge and entered passive recharge mode (middle number 88). After a few minutes, patient started charging (controller 100%, implant red). Agent reviewed if implant battery gets too low, controller can't connect and reviewed part of the issue of trouble charging may be that the implant battery is getting too low between charges as this implant has to be charged more often. Agent reviewed charge frequency depends on settings/usage and redirected to doctor to check charge frequency and settings if needed.